Manufacturer narrative:
(B)(4). Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The vv7-cannula device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection did not identify any non-conformity. Blood was observed to be on the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. A second investigator was able to insert and retract the endoscope with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scope would not go in correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scope would not go in correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.